Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on 2/21/2024 and tested on 3/11/2024. Ma. The complaint was given the initial complaint type of "2sys1: system error - alarm during infusion", and in order to see if there is any evidence of a system error alarm in the pump's infusion history, it's event log will be pulled and reviewed. The pump's event log was pulled to see if there is any evidence of an "e02" code, which means that the pump alarmed "system error". Upon review there were several e02 codes found throughout the event log review, 21 in total, as seen below in event lines 125 and 129: "event 122: log_event_run time: 10:57:05 rate: 60ml/hr reason: log_run_cause_alarm_run eventbytes: 03 57 05 00 3c 00 03 9e event 123: log_event_timpstamp time: 24/01/18 11:50:57 eventbytes: 02 24 01 18 11 50 57 f7 event 124: log_event_run time: 11:58:09 rate: 60ml/hr reason: log_run_cause_alarm_run eventbytes: 03 58 09 00 3c 00 03 a3 event 125: log_event_stop time: 11:36:28 vinf: 611 stop reason: log_stop_cause_e02 eventbytes: 04 36 28 00 02 63 21 e8 event 126: log_event_alarm time: 11:36:49 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 36 49 02 44 00 31 fb event 127: log_event_alarm time: 11:36:56 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 36 56 02 44 00 32 09 event 128: log_event_run time: 11:37:14 rate: 60ml/hr reason: log_run_cause_prog_run eventbytes: 03 37 14 00 3c 00 01 8b event 129: log_event_stop time: 11:37:34 vinf: 611 stop reason: log_stop_cause_e02 eventbytes: 04 37 34 00 02 63 21 f5 event 130: log_event_alarm time: 11:37:54 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_power_off_key eventbytes: 05 37 54 02 44 00 33 09 event 131: log_event_message time: 11:37:54 invalid bolus key pressed: 0 invalid other key pressed: 2 eventbytes: 09 37 54 00 02 00 80 16 event 132: log_event_off time: 11:37:54 rmp: 2836 reason: log_off_cause_shut eventbytes: 01 37 54 00 0b 14 2e d9 event 133: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 134: log_event_set_rv time: 165:38:53 vtbi: 4388ml rate: 60ml/hr eventbytes: 07 38 53 11 24 00 3c 03 event 135: log_event_data time: 165:38:53 type: current_infusion_data data_log_start eventbytes: 0b 38 53 02 40 00 00 d8 event 136: data: 5186 24947 11088 17384 eventbytes: 14 42 61 73 2b 50 43 e8 ". The sub code below the e02 alarm describes what caused the system error to occur, with 44 being "motor open" and "motor delay issue". After reviewing the pump's event log, an abrupt power off was found on event lines 1 and 2, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below: "event 0: log_event_on time: 17:36:35 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 36 35 00 d5 17 2b 82 event 1: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 2: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 3: log_event_message time: 165:39:44 invalid bolus key pressed: 0 invalid other key pressed: 1 eventbytes: 09 39 44 00 01 00 80 07 event 4: log_event_off time: 165:39:44 rmp: 0 reason: log_off_cause_shut eventbytes: 01 39 44 00 00 00 2e ac event 5: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 6: log_event_message time: 165:06:57 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 06 57 ff ff 00 80 e4 ". Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/18/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.